Event description:
The customer reported that the device failed op check and that there were pacer and therapy error messages.

Manufacturer narrative:
(B)(4). The customer reported that the device failed op check and that there were pacer and therapy error messages. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.